Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to customer support that a patient got peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 29,620 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and fortaz 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, however the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and termination of treatment (education provided). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to customer support that a patient got peritonitis. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 29,620 u/l) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and fortaz 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, however the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025 in stable condition. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and termination of treatment (education provided). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain, abdominal cramping, and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and termination of treatment. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by its continued use by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.